Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing 110 and not changing despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support explained the cause as a variance in measured pressures affecting the fill estimate, and assured caller that the gauge would function normally once the insulin amount matched the static display. Caller acknowledged the explanation.